Manufacturer narrative:
(B)(4).

Event description:
It was reported that the product was not used as it was claimed that the clip was missing. Another product was opened and implanted instead. No further information was provided. If additional information is received, a follow-up report will be made available.